Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed, the patient reported that the cannula was not visible and did not deploy at pod activation. The patient had headaches, felt sick and tired so they went to the emergency room. While there, the patient received insulin injections and rested until being discharged. The pod has been discarded.